Event description:
It was reported a device was to be used during a laparoscopic cholecystectomy. The trocar would not arm preoperatively. Another trocar was used to complete the case. There was no consequence to the pt.